Event description:
The event was described as an explant due to "inconsistency" in actuation of the valve. The user facility (uf) felt the problem was related to valve placement and angle but an evaluation of the valve was scheduled to determine if there was any mechanical cause for the complaint. An ra# was issued for return of the device.